Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
According to the distributor, no trauma was reported. In situ testing showed affected channels. Furthermore, the recipient has a cochlear malformation; cochlear hypoplasia with a single turn of the cochlea and the entrance of the round window is ossified, and auditory nerve hypoplasia. According to recipients family, she showed reaction to sound and localization. Re-implantation is scheduled for (B)(6) 2024.

Event description:
According to the distributor, no trauma was reported. In situ testing showed affected channels. Furthermore, the recipient has a cochlear malformation; cochlear hypoplasia with a single turn of the cochlea and the entrance of the round window is ossified, and auditory nerve hypoplasia. According to recipients' family, she showed reaction to sound and localization.

Manufacturer narrative:
Conclusion: damage to the active electrode which is consistent with minute device mobility was determined to have led to device failure over time due to fatigue wire breakages. In addition, a complete insertion was not achieved at implantation surgery with four channels remaining extra-cochlear due to ossification. Other damages found during device investigation are most likely related to the explantation surgery. The problems given in the recipient report appear to match the damage found. This is a final report